Event description:
On two separate occasions the customer ran blood comparison tests between her contour meter and another meter. The contour read 49 and 67mg/dl and the other meter read 114 and 112mg/dl, respectively.the differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant.no adverse event was alleged.the advocate was advised to return the test strips for evaluation.replacement test strips were sent to the customer.